Event description:
It was reported that a solution set allowed solution to flow even when the roller clamp was closed. It is unknown whether there was patient involvement. However, no patient injury or medical intervention was reported to be associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.